Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that during user handling, the communication became unstable due to the corrosion of the scope connector, and the event occurred. The event can be detected/prevented by following the instructions for use which state: "inspection of the endoscopic image." "Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer returned the device to olympus for evaluation, and the customer's allegation of error code e216 was confirmed and found to be caused by a corroded plug unit. Additionally, olympus discovered a b30 scope communication error due to corrosion of the plug unit, and noise in the image due to deformation of the plug unit. These are also reportable malfunctions. In addition, service found following : plug unit has corrosion and deformation, and the angle of curvature in the up direction does not meet the specification due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope displayed an e216 error (scope communication error) code. The event occurred during preparation for use, prior to an unspecified diagnostic procedure. The intended procedure was completed using a similar device.